Event description:
It was reported, "the surgeon's assistant said that he noticed a puff or cloud of powder come off the femoral component as it was being impacted into place. The surgeon was comfortable leaving the component in the pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.